Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
During treatment with a diamondback coronary orbital atherectomy device (oad) in the tortuous, 90% stenosed left anterior descending artery, a perforation occurred. Balloon angioplasty was performed and a covered stent was placed. The patient entered cardiac arrest and cardiopulmonary resuscitation and a pericardiocentesis was performed. The patient was transferred to the ICU and was doing well. Per the opinion of the physician, the cause of the perforation was the tortuous vessel.